Event description:
During blood transfusion PICC line was found to be disconnected from the hub. It was reattached but later found to be disconnected with migration of line into pulmonary artery. The PICC line was retrieved under fluoroscopy.